Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a case of an implant of a 26mm sapien 3 ultra resilia in aortic position by right transfemoral approach., during the procedure, bav was successfully performed prior to crossing with valve and delivery system, and the valve was implanted -2ml in very slow controlled inflation. After that, the patient suffered mild to moderate pvl, but a post dilation was not performed. Then, the patient pressure dropped and a pericardial effusion was noted with echo. So, a pericardial drainage was performed and patient was fairly stable. Although any leak was unable to see on angiography, fluid from drain was still drawing, so it was decided to take patient to theatre to pack round the annulus to try to repair the leak. The patient was extubated but still in itu due to a high risk of sepsis because of having his chest left open for a few days after the surgery. The perceive root cause of the annular rupture was the heavily calcified bicuspid aortic valve, as some calcium ruptured the annulus, although it was not observed on angiography.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (heavily calcified bicuspid aortic valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.